Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
It was reported that this right ventricular (rv) lead perforated the heart wall. The perforation was confirmed with an x-ray. The patient underwent a surgical intervention to explant the lead. A new lead was implanted. No additional adverse patient effects were reported.